Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 23aug2017. No further follow up is planned. Evaluation summary: a female patient reported the injection button of her humapen ergo ii device could not be pushed down. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) asian female patient. Medical history included high blood pressure. Concomitant medications included acarbose and metformin, both for unknown indications. The patient received insulin lispro (rdna origin) (humalog) via cartridge, eight units (u) in the morning, 14 u in the noon and unknown dose at night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2016. She also received human insulin isophane suspension (rdna origin) (humulin n) via cartridge, 10 (u) each night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2016. For insulin lispro and insulin isophane suspension she used an unspecified humapen which was further clarified as a humapen ergo ii for administration. On unknown date, she had an abnormal blood glucose and was hospitalized in (B)(6) 2017 in order to coordinate her blood glucose. It was noted that the injection button of the humapen ergo ii could not be pushed down (unknown lot/product complaint (B)(4)). Outcome of the event was not recovered. Information regarding corrective treatment was unknown. Insulin lispro and insulin isophane suspension treatments were discontinued in (B)(6) 2017 due to the fault of the humapen ergo ii device. Information regarding the operator of the device and his / her training status was not provided. The device model duration of use and the suspect device duration of use were not reported but the use was from 2016 to (B)(6) 2017. The suspect device was not returned to the manufacturer. The reporting consumer did not know if the event was related to insulin lispro or insulin isophane suspension treatments; device relatedness not provided. Edit 03-aug-2017: upon internal review it was determined that car was missing and priority of case was changed to p1. EU/(B)(6) fields were also filled. No more changes were performed edit 08aug2017. Case was opened to enter medwatch fields for device reporting. At this time the product complaint number was added and the narrative updated accordingly. Update 23aug2017: additional information received on 23aug2017 from the global product complaint database. Recoded from humapen unknown to humapen ergo ii. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information and device return status not to returned to manufacturer for pc (B)(4) associated with humapen ergo ii. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a (B)(6) female patient. Medical history included high blood pressure. Concomitant medications included acarbose and metformin, both for unknown indication. The patient received insulin lispro (rdna origin) (humalog) via cartridge, eight units (u) in the morning, 14 u in the noon and unknown dose at night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2016. She also received human insulin isophane suspension(rdna origin) (humulin n) via cartridge, 10 (u) each night, subcutaneously, for the treatment of diabetes mellitus, beginning in 2016. For insulin lispro and insulin isophane suspension she used an unspecified humapen for administration. On unknown date she had abnormal blood glucose and was hospitalized in (B)(6) 2017 in order to coordinate her blood glucose. Outcome of the event was not recovered. Information regarding corrective treatment was unknown. Insulin lispro and insulin isophane suspension treatments were discontinued in (B)(6) 2017 due fault of humapen (unknown lot/(B)(4)). Information regarding the operator of the device and his / her training status was not provided. The device model duration of use and the suspect device duration of use were no reported but the use was from 2016 to (B)(6) 2017. The action taken was not reported; however its return was not expected. The reporting consumer did not know if the event was related to insulin lispro or insulin isophane suspension treatments. Edit 03-aug-2017: upon internal review it was determined that car was missing and priority of case was changed to p1. EU/ca fields were also filled. No more changes were performed edit 08aug2017. Case was opened to enter medwatch fields for device reporting. At this time the product complaint number was added and the narrative updated accordingly.